Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the admin set exhibited a leakage there was patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the filter being wetted out and losing its hydrophobic properties. The service history review had no indication that the complaint was related to a service of the device within the review period.